Event description:
Pt underwent cardiac cath in 2003 which started at 10:18am. At conclusion of procedure, a quick seal gelfoam sponge manufactured by subq, was placed at 10:35am to right groin. Patient went to outpatient cath recovery at 1100. When patient ambulated at 1345, patient complained of numbness and pain to right calf. Ultrasound confirmed need for surgery and patient underwent thrombectomy for removal of gelfoam debris and clot from right common femoral artery.